Event description:
According to the reporter, during a robotic gastrectomy, when closing the insertion port of delta reconstruction, the reload was articulated to the left and was fired. The device was articulated significantly to the left, more than the usual twitching. After that, when trying to return to the neutral position, it did not become straight, so the center control was pressed to the right, straightened it and removed from the trocar. The surgeon, felt uncomfortable, and upon observing the abdominal cavity, discovered a metal fragment directly under the trocar from which the stapler was removed. The metal fragments were removed from the patient. The patient was checked with an x-ray and no other metal reactions were observed and so the patient was closed as is. When checking the cartridge, it appeared that the internal part of the articulated part was damaged.

Manufacturer narrative:
D10 concomitant product: egia60amt, egia60amt egia 60 artic med thick sulu (lot#p4h0981); sigpshell, sig power sigpshell control shell (lot#n4f1684y); sigadaptstnd, sig power sigadaptstnd linear adapter (serial# (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that the handle was able to be fired without issue on the a1 fixture. An analysis of the data saved to the system indicated that there were abnormalities during several firings in the field. It was reported that it was difficult to straighten. The reported issue was confirmed. The most likely cause was traced to non-device related factors. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.